Manufacturer narrative:
Physio replaced the device's therapy pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. During evaluation it was found that the device shuts down unexpectedly after pressing the shock button. There was no patient involvement reported with the event.